Manufacturer narrative:
Material number updated - 2420-0007 the customer reported infusion time issues on a 2420-0007 administration set and returned the tubing along with the pump under pr (B)(4). The inspection of the administration set did not find any issues or anomalies with the tubing or components of the set. The smartsite valves (2) had no pin holes or anomalies observed. The root cause for the issue could not be found or traced to the tubing set. A device history record review could not be performed because the lot number is unknown. This incident has been added to our database of reported incidents. Our business team regularly reviews the collected data for identification of emerging trends. Your assistance in this matter has been helpful in trend identification and supporting our commitment to continuous quality improvement.

Event description:
It was reported by customer that the entire bag of heparin infused under 60min and they isolated the pump and tubing.

Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
It was reported that unspecified bd infusion set had flow issues the following information was received by the initial reporter with the following . It was reported by customer that the entire bag of heparin infused under 60min and they isolated the pump and tubing.